Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated th at the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. On investigation, the alleged power issue was not duplicated in the evaluation. Review of black box history did not find any power-on-reset events. No damages were found with the battery compartment or cap. Battery cap contact measurements were within specifications. Using the returned battery cap, the pump powered up and functioned properly. The battery cap was loosened half a turn with no pump reboot. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no intermittent conditions or moisture was found inside the pump or within the power circuit.